Event description:
Case scheduled with the holmium laser. Unit was turned on and passed self check, including the self check for the foot pedal. Once the laser got to the main screen it would not recognize the foot pedal. Attempted to reset the machine, unplug and restart but same results followed. Biomed was not able to correct the issue. Physician was able to remove the stone with a ureter basket. No harm to ureter.